Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. Troubleshooting was attempted by the physician to no avail. Upon explant it was noted that the balloon was empty. The source of the fluid leak was not detailed. All components were removed and replaced with no patient complications.